Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. Pump was received with broken battery tube threads, missing end cap sticker, cracked end cap and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose value was 70mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.